Event description:
In this case, it was reported that the valve was implanted then explanted during the same procedure due to suture looping. Per the op report, this patient presented with pulmonary insufficiency, as well as tricuspid insufficiency, both requiring valve replacement. The pulmonary valve was replaced with a 23 mm edwards valve and the tricuspid valve with a 25 mm edwards valve (subject device). The patient was weaned off cardiopulmonary bypass without much difficulty. Post-op echo showed there was significant tricuspid regurgitation through the central part of the tricuspid valve. Therefore, the patient was placed back on bypass. The valve was inspected and it appeared that one of the commissures of the leaflets appeared to be taut. Therefore, it was decided that this may have been a difficulty with the valve itself and the valve was removed completely. The surgeon elected to use another 25 mm valve; however, he decided to use a model 6900ptfx, carpentier-edwards perimount theon pericardial bioprosthesis, this time around. The patient was weaned off bypass without difficulty once again. Postop echo showed a competent tricuspid valve, a competent pulmonary valve, with good left ventricular and right ventricular function.

Manufacturer narrative:
(B)(4). It was reported that this valve was explanted at implant due to suture looping. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. In this case, the issue was recognized immediately after weaning the patient off cardiopulmonary bypass. Edwards¿ valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) indicate to use caution and to avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping. Unfortunately, the root cause of this event cannot be confirmed without the explanted valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.